Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The difficulty advancing and removing the guide wire was not confirmed. It is possible that the guide wire used during the procedure became kinked or damaged during use causing the devices to become stuck together; however, the guide wire was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. The investigation was unable to determine a cause for the reported difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was performed to treat a lesion with mild calcification in the right superficial femoral artery (sfa). The 6.0 x 100 mm supera peripheral stent system was advanced without resistance to the target lesion, and the stent was deployed successfully. However, during withdrawal of the supera, the device became stuck on the guide wire. The handle had to be dismantled in order to be able to pull the device out from the patient anatomy. The patient outcome was satisfactory. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.